Event description:
It was reported that during a prolapsing hemorrhoidectomy procedure, the device deployed less than half the staples; the staples were not formed and the device partially cut. Suture was used to complete the procedure. The procedure was prolonged an hour and 15 minutes. The blood loss was 50cc more than usual.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual conditions with six staples partially formed inside the pockets and with the breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.